Event description:
It was reported that during an attempt to revise the lead in the patient, the physician noticed the insulation was broken. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead analyzed. The proximal conductor and outer insulation are melted, the outer insulation is breached cut, and ther is blood/body fluid on the proximal conductor and in/on the helix mechanism; apparent explant damage.